Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 6.0mmx14mmx150cm express® sd renal/biliary stent, it was noted that the stent came off the balloon. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.